Event description:
Suspected pump thrombus. Patient with ams c/o headache. CT head showed acute hemorrhage in the right frontal lobe and adjacent subpleural hemorrhage overlying the high right frontal convexity.